Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6) product type recharger. Product ID cd9000 serial# (B)(6) product type multiple therapy product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the activa rc wireless recharger and docking station used in deep brain stimulation therapy were experiencing multiple issues. The wireless recharger was not always charging when placed on the dock, and the connection between the wireless recharger cord and the dock was described as "really fussy," requiring manipulation to function. The wireless recharger would not power on, resulting in an inability to charge the patient's implantable pulse generator. Additionally, the docking station was not consistently receiving power. The caller was advised to request a replacement wireless recharger. No troubleshooting was performed during the initial call as the caller was not with the patient or equipment. A repair request was submitted for both the wireless recharger and the docking station, with expedited shipping for replacements. No patient complications have been reported as a result of this event. Additional info received from the rep with the patient to present to complete a physician recharge. Rep was able to go through the steps twice, however the recharger will not enter the physician recharge after resetting the stimulator. The recharger goes blank. Rep states she believes the stimulator has been off "a lot longer than we think" and possibly the battery is fully depleted. Rep plans to speak with the patient's physician and wife. Rep reports the wireless recharger dock is getting power. Additional information received from rep that the device needs to be replaced and that has not been replaced yet. Patient will be following up with physician to clarify a plan. All of the troubleshooting was performed with technical services and should be noted above. The device needs to be replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep that the surgery was scheduled on (B)(6) 2025.

Event description:
Additional information received from rep that patient is scheduled with surgeon in late august- surgery date will be set at appointment. The cause of ins battery replacement was that ins could not be revived since patient went too long with put charging. The ins device was not received yet.

Manufacturer narrative:
Additional information has been captured under b5 and updated b1,b2 and h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep that the patient has not been scheduled for surgery yet and as soon as rep see them come through on the surgery schedule or we get contacted by the surgeon rep will update about the details.

Event description:
Additional information was received from rep and confirmed that customer has discarded the explanted device.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that they need to replace patients dbs battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep that on the phone with technical support to try and revive the device several times.

Manufacturer narrative:
See section d6a and 6b for implanted and explanted dates updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.